Event description:
It was reported that a surgical intervention was performed due to misalignment. Patella button was removed with saw blade and the remaining bone was recut to provide better alignment of the new patella button.

Manufacturer narrative:
The associated complaint device was not returned. No clinical supporting documents were provided to conduct a thorough analysis of the reported issue. Therefore, a medical assessment cannot be rendered. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.